Event description:
The customer reported obtaining erroneously high na (sodium), co2 (carbon dioxide), and/or calc (calcium) results, and/or erroneously low cl (chloride) results for eighteen (18) patient samples involving the unicel dxc 600 synchron system. The customer stated that the erroneous results were reported out of the laboratory but when the issue was noticed, the samples were repeated on an alternate dxc instrument and reports amended. There was no change or affect to patient treatment in connection with this event. Qc (quality control) results prior to the event was within the laboratory's established ranges. Na and calc qc shifted out of range high and cl qc shifted out of range low after the event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a cracked flowcell and leak at the eic (electrolytes injection cup). The fse was wearing personal protective equipment during the service visit and indicated that the leak was contained within the instrument. The fse replaced the flowcell and eic to resolve the issue. Failure mode is attributed to either the cracked flowcell, leaking eic or a combination of both. Results: cracked flowcell and leaking eic.